Event description:
The customer reported the device failed to deliver a second shock. There is no reported negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported the device failed to deliver a second shock. There is no reported negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.